Event description:
It was reported that the customer received a power error alarm on the insulin pump. It was stated that the insulin pump was not without a battery for more than 10 minutes and the customer has to keep changing the batteries. It was stated that the device sends to rewind and prime and alarms for low reservoir which is not low. Multiple power error alarms found in the alarm history. Customer bought the recommended battery type and was advised to insert it for an hour and monitor if alarms recur. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.